Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 924256, lot# 082230515a, implanted: (B)(6) 2016, product type: accessory. Product ID: 924256, lot# 082200616a, implanted: (B)(6) 2016, product type: accessory.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient experienced a "lack of therapeutic effect" following the stage ii implant of their deep brain stimulation (dbs) system. MRI imaging was performed and found that both of the patient's leads had "retracted to approximately 20 mm above the initial implant point" when comparted with imaging results that were previously attained from immediately post lead implant. It was reported that "both leads shifted within the stimloc" clips and that "lead slip" had occurred. The patient's leads were observed to "move freely even after the [stimloc] clip had been closed correctly and the fastening cap put on." It was noted the post lead implant imaging had shown good lead positioning on both sides. There were no known external factors that contributed to the event, though it was noted that a dural sealant was used "as an adjunct to prevent csf (cerebrospinal fluid) loss during the [implant] surgery." The lead stimlocs remained implanted at the time of report and were planned to be "recovered at the time of the next lead revision." It was noted the date of the planned revision was "to be determined." The patient was alive with no injury at the time of report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.